Event description:
It was reported that a pump declared a cartridge change error, and the customer's blood glucose level was 400 mg/dl the customer attempted to load three cartridges without success and was instructed by technical support to clean the pump¿s pneumatic tap area and ensure the cartridge was correctly attached. The customer was advised to fill a new cartridge once supplies were available and to call back for further assistance. Initial follow-up efforts were made, but the case was eventually closed.